Manufacturer narrative:
Device evaluation summary: the reported issue that the hms plus instrument did not pass the quality control test, with the printed result indicating "fail" was not verified during service. The service technician ran electronic controls (eqc), and no problem was found. The service technician verified proper operation of the instrument via the preventative maintenance (pm) test procedures, and no problem was found. Preventative maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the hms plus instrument did not pass the quality control test, with the printed result indicating "fail". The use of the instrument was unspecified. The instrument was not used on a patient while the controls were being run. Medtronic received additional information that the instrument was failing liquid quality controls (qc¿s). It was reported that the unit passed electronic quality control (eqc).the liquid qc¿s were re-run and the instrument was still failing liquid qc¿s. It is unknown if a different lot was used.

Manufacturer narrative:
Correction h4: device mfg date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.